Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor irrigation" (inability to irrigate); "poor vacuum" (aspiration issue). The nurse reported that during surgery the irrigation and vacuum were poor. The case was completed as planned. The three following cases were cancelled. The pts had not been prepped. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problems reported. A system message was found in the event log and the company service rep duplicated the system message. The irrigation pressure sensor was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).